Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(4)) displayed tcmid:05 (coolant diff failure) error message was confirmed during functional testing and based on the event log review. Visual inspection of the thermogard console was performed, and no issues were observed. The thermogard xp ivtm system failed the initial functional testing and displayed a tcmid:05 (coolant diff failure) error message during the power-up, thus confirming the reported complaint. Also, the console failed functional testing due to the tcmid:06 (ce post failure) error message, unrelated to the reported complaint. The event logs were reviewed and confirmed the occurrence of multiple tcmid:05 error messages around the customer's reported event date. In addition, unrelated to the reported complaint, the event log showed multiple tcmid:06 (ce post failure) error messages. Further investigation is pending. A follow-up report will be filed when the investigation has been completed.

Event description:
During the device check, the customer reported the thermogard console (sn (B)(4)) displayed tcmid:05 (coolant diff failure) error message during the power-on-self-test (post). The customer rebooted the console several times, however, the error could not be cleared. No patient involvement. The following day, the console was checked by the zoll sales representative and was confirmed working properly as intended for use.

Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(6)) displayed tcmid:05 (coolant diff failure) error message was confirmed during functional testing and based on the event log review. The root cause of the intermittent tcmid:05 error was determined to be the defective pic-16 circuit board due to a defective component. The pic-16 circuit board was replaced to remedy the customer reported tcmid:05 and observed tcmid:06 during the testing. Following service, the thermogard console passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with sn (B)(6) .